Manufacturer narrative:
As of 06/03/2019 the initial complaint by the customer did not indicated that an MDR would be required. However, the consumer stated on the cir received on (B)(6) 2019 that she will seek medical attention. Based on the information received, aso opted to file an MDR. Returned product and retained samples were submitted to the lab for testing in addition to review records of biocompatibility and latex screening tests.

Event description:
The initial report on (B)(6) 2019 consumer stated that she had an allergic reaction to the tape area of the product. The customer information request (cir) was received on (B)(6) 2019. Consumer reported that bandage caused a burning sensation and skin was inflamed and red. Area was itchy, irritated for 4 weeks. Consumer stated that she will seek medical attention and that the symptoms did not correct after she stopped using the product. Consumer self-treated with ice and cold water on the affected area and applied cream on the irritated skin. In addition, consumer reported that the issue was with the tape area.